Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.2 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025 the patient reported their blood glucose level (bg) rose to 400 mg/dl while wearing the pod an unspecified number of hours. After approximately 2 days, the pod reportedly was coming loose from the infusion site (back of the arm), causing the cannula to dislodge. The patient removed the pod and then went to the emergency room on (B)(6) 2025. The patient experienced vomiting. In the emergency room they placed intravenous access but did not provide any treatment and ruled out diabetic ketoacidosis. The patient was discharged from the emergency room the same day and did not provide further information.